Manufacturer narrative:
Device evaluation: the permanent cautery hook (pch) instrument was returned to intuitive surgical; inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. A visual inspection of the instrument did not reveal any damage. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and released energy on 2 of 2 attempts. The instrument was fully functional and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: the report source review of the dvstream and kinematic logs found there was an instance of the cautery cable being plugged into the permanent cautery hook instrument when it was already installed on the da vinci system. The logs indicate that the instrument tip moved while the cautery cable was being plugged in and then immediately moved back to its initial position. While it cannot be determined if the movement was from the surgeon or the cable plug-in, the immediate return to initial positioning indicates the movement was most likely unintentional from plugging in the cable. Therefore, the most likely cause of the unintended instrument movement is an energy cable being plugged into an instrument that was already installed on the system. The da vinci xi surgical system in-service guide for or includes the following excerpt under instrument insertion activity, and guided tool change activity, respectively: ¿ when using energy instruments, attach energy cables to the instruments before installing onto the patient cart arm. ¿ guided tool change is not active when placing an instrument where the endoscope was previously and vice-versa. Also, pressing any clutch button will clear memory and disable guided tool change. In the absence of guided tool change, always insert instruments under direct visualization of the endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed.

Event description:
It was reported that when inserting the permanent cautery hook (pch) instrument during a da vinci-assisted cholecystectomy, the instrument kept moving forward until it pushed itself into patient tissue. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Additional information: a system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
Refer to h10/h11 for follow-up information.